Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad buttons were sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2013 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast button is intermittently responsive. There was evidence of keypad contamination found under the up arrow, down arrow, and contrast key contacts. Investigation revealed a crack along the battery compartment extending from the threads to the finger pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.